Event description:
Additional information received indicated that patient underwent surgical intervention where the lead was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4) serial:(B)(6), batch: a000140064.

Event description:
It was reported the patient had a fall and x-rays confirmed that one of the leads had migrated. As such surgical intervention may be pending to address the issue.